Event description:
It was reported that pump issued repeated cartridge alarms during load process, including cartridge alarm 20, even though customer followed prompts and removed used cartridge when instructed. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support confirmed warranty status, verified shipping address, and arranged shipment of replacement pump with setup guidance.